Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the diagonal (dx) and left anterior descending (lad) artery bifurcation. The physician pre dilated the diagonal branch with a 2.5 x 8 mm voyageur balloon prior to both the dx and lad being wired. A taxus express2 3.0x16 mm drug eluting stent was deployed in the lad. The stent was post dilated with the stent balloon to 11 atm x 13 seconds. The physician had a little trouble withdrawing the device but it wasn't extreme. Upon removal of the device, the distal end of the balloon shaft snapped off and was left in the left main. It is unclear if there was a dissection. The patient was stable and sent to surgery for quadruple bypass. The patient is reported as doing fine.